Event description:
Additional information provided: it was further reported this occurred during a hip cx procedure with no patient harm.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to wear-and-tear damage sustained over time in the field, consistent with the device¿s manufacturing date of 2023.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-dec-2025, it was reported by a distributor via (B)(4) that an ar-16992 capsule close scorpion's pliers would not close completely. This was discovered during use with no further information provided. Additional information has been requested.